Manufacturer narrative:
The reported event is confirmed cause unknown. Visual inspection of the sample noted 1 two-way foley catheter with cut portion of the inlet tubing with balloon burst (measuring 0.2610) on the return sample. No missing pieces were noted. Although an exact root cause could not be determined a potential root cause could be user applies excessive tension. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter" section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter was inserted into the patient and upon checking, it was found that the catheter had been spontaneously removed and the patient experienced bleeding. The ibc representative confirmed that the balloon was damaged and when they put the damaged parts together, they could not see any damage. The patient was male, elderly and had benign prostate hyperplasia. Therefore, 12fr was inserted instead of 14fr. No medical intervention was reported.

Event description:
It was reported that a foley catheter was inserted into the patient and upon checking, it was found that the catheter had been spontaneously removed and the patient experienced bleeding. The ibc representative confirmed that the balloon was damaged and when they put the damaged parts together, they could not see any damage. The patient was male, elderly and had benign prostate hyperplasia. Therefore, 12fr was inserted instead of 14fr. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.